Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 500 mg/dl. The customer had symptoms of nauseous and threw up. The customer treated with the insulin pump, drinking water and not eating. The customer's current blood glucose value is 533 mg/dl. The customer declined troubleshooting due to being with a client. The insulin pump will not be returned.